Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 319 mg/dl and visited emergency room on (B)(6) 2020. At the time of hospitalization blood glucose level was 308 mg/dl and it treated by intravenous insulin fluid. Customer alleged that insulin pump was under delivering. Insulin pump was not on auto mode. Customer declined further troubleshooting. Insulin pump will be returned for analysis.